Manufacturer narrative:
A ge service representative performed an on site investigation. A lemo connector pin was replaced. The system operates as intended.

Event description:
The customer reported that the system failed to display images. No pt injury was reported.